Event description:
Procedure: vats. According to the reporter: a vats segmental resection of lung and thoracoscopy was performed on the pt. Two hours after the surgery was finished, the pt coughed, and bleeding of over 500cc occurred in the chest cavity. The report stated that the incident was caused by the stump of the dissected bronchiole touching the pulmonary vein at v6 (v6 refers to the precise part of the vein). The bronchiole was stapled by the device. The pt expired on (B) (6)2010. The autopsy stated that the cause of death was cystic medial necrosis (aneurysm). The surgeon stated the incident was not caused by the device.

Manufacturer narrative:
(B) (4).